Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be dislodged/displaced. A revision procedure was performed and the electrode was repositioned. Also, the device pocket was reopened and the device was turned, to allow for more slack for the electrode. No additional adverse patient effects were reported outside of the reintervention. The electrode and s-ICD remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.